Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the renal artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, upon inflation of the balloon delivery system, the stent dislodged but remained partially attached to the device. The device was able to be completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was contrast in the inflation lumen. There were numerous kinks throughout the shaft of the device. The balloon was microscopically examined. The stent could not be examined as it was not returned for product analysis. The balloon was tightly folded with stent impression between the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was intact on the delivery balloon when the device was removed from the patient but was lost in the hospital after the procedure.